Event description:
During attempts to perform angiogram via right femoral artery, a 5-6 cm section of guidewire coating stripped from the wire and became a foreign body lodged in a pseudoaneurysm of the common femoral artery and the foreign body was retrieved with grasping forceps through a 5 fr. Catheter. The angiography procedure continued without incident. No patient injury.